Event description:
It has been reported to co that during the procedure the gasket of this device leaked. Reportedly, after the catheters had been passed through the sheaths, backbleeding occurred. The device was removed and replaced. The patient is reported as fine. The device is being returned for co's evaluation.